Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a patient that made a mistake / touch contamination breach in aseptic technique and peritonitis with a peritoneal culture positive for staphylococcus in a male patient (born in 1933) coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The hp was not hospitalized for the peritonitis. The patient was treated with vancomycin and tobramycin (dosage and route unreported). Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, the home patient made a mistake/touch contamination and there was a breach in aseptic technique. The patient was not retrained on proper aseptic technique but will be in the future. The patient was reportedly recovered from the peritonitis. No additional information is available.